Manufacturer narrative:
Section a4: patient weight: unknown/ not provided. Section a5 (race): the exact race is unknown. It was indicated that the patient is of mixed race. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: reporter address: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as the lens remains implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect impact code: 4625 (captures secondary surgical intervention, repositioning of the iol). Section h6: health effect device code: 3191 (to capture unspecified/ other with patient involvement). Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A johnson & johnson representative was notified of a patient who has a lot of complaints after the multifocal intraocular lens (iol) was implanted in their right eye, and the doctor wants to explant the lens. Follow-up noted that visual concerns were diagnosed during post-op exam. Though the patient is said to be temporarily impaired, the visual issues are not debilitating. Patient is still able to perform regular activities. The pre-op best spectacle corrected visual acuity (bscva) - 20/50, post-op bscva - 20/25, planned explant reported, but did not occur yet. No incision enlargement, no vitrectomy, no suture, no delay in procedure. It was also noted that patient was complaining of blurry vision for distance. It happened after surgery. Repositioning of the lens was done to assess if there would be improvement, without success, maintaining poor vision without glasses for distance, which improves due to a residual power of -1.50 diopters with glasses. However, the patient does not want to wear glasses for correction. The patient feels well, however, complains of blurry vision for distance. The planned surgery is scheduled for apr 17, 2024. No other information was provided.